Manufacturer narrative:
Patient information: no further information was provided. Service inspected the analyzer and determine the cause of the issue was the tubing, pt bottle to pump, (rohs)_part number 7-93955-01. The part was cleaned, reconnected, and tightened and the issue was resolved. The service history of the analyzer was reviewed and no subsequent issues have been reported. No contributing factors in the month prior and subsequent to the current complaint, was identified in regard to the issue. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends associated with discrepant results. The i2000sr erratic result rate was within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for tubint, pt bottle to pump identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer obtained falsely depressed architect stat troponin-I results while using the architect i2000sr analyzer for a (B)(6) year old female patient. Sample ID (B)(6) generated 0.606, 0.350, 0.282 and 0.021 ng/ml on the original analyzer. The sample was retested on another architect analyzer and generated 1.821 ng/ml. The customer uses a cut-off of 0.13 ng/ml. No impact to patient management was reported.